Manufacturer narrative:
E1: (B)(6) based on the available information, this event is deemed to be a be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient had high bg and emt treated the bg it is also reported that patient is hospitalized for greater than 24 hrs. On (B)(6) 2026 and there is no malfunction based on complaint.